Event description:
It was reported that stent migration occurred requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. Following pre-dilatation with a mustang balloon catheter, a 9x40x75 epic stent self expanding was implanted. However, the stent migrated to the middle part of the iliac vein. Another epic stent self expanding was placed and the procedure was completed. There were no patient complications nor injuries reported.